Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based and a photo have been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a dental procedure on an unknown date and suture was used. During the procedure, the suture was very "friable". The suture was shredding. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional information: device evaluated by MFR. Device evaluation summary: it was received for analysis an empty opened box and twenty- eight unopened samples of product code y303, lot mjm811. During the visual inspection of thirteen samples samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, fraying suture or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The samples were visually inspected and no damaged or defects were found. Per the condition of the representative samples, no performance - breakage suture or performance fraying suture intra-op. Was found and the tested samples met the finished goods requirements. Representative samples returned to support 8 device issues captured in reports 2210968-2019-81372, 2210968-2019-81363, 2210968-2019-81364, 2210968-2019-81367, 2210968-2019-81368, 2210968-2019-81369 and 2210968-2019-81370.